Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a 'cassette not attached' alarm. There was no patient involvement, no patient harm/ no adverse event reported and no delay of therapy. The product fault occurred during testing.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a scratched lcd lens, loose latch lock, and missing battery door seals. A ¿high alarm displayed: cassette not attached properly¿ alarm was revealed in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the dso sensor was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.